Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/30/2014 with the following findings: no defect found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history.rewind, load cartridge, and prime steps performed successfully with no alarms or unusual noises. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump motor was making a grinding noise. The patient's blood glucose was between 250 and 500 mg/dl, with symptoms of lightheadedness and increased lethargy. The patient self-treated with insulin injections and food/drink. The patient has discontinued pump use until a replacement pump arrives. The blood glucose excursion does not meet the criteria of an adverse event. This complaint is being reported because the motor noise issue was not resolved.